Manufacturer narrative:
The device history record (DHR) for the 18 in. (46cm) dual port single bladder disposable cuff with plc, part number 60707010300 and lot number z000010995, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 01 jun 2018, it was reported from jackson park hospital and medical center that a 18 in. (46cm) dual port single bladder disposable cuff with plc had a leakage issue during a procedure. On 16 jul 2018, a returned product investigation was performed on the 18 in. (46cm) dual port single bladder disposable cuff with plc. The physical evaluation revealed that the returned cuff had a leak at both 90 degree elbows. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves both leaked, it cannot be determined from the information provided what actually caused the reported event because the lot number was not covered by the scar scope. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. However, the root cause of similar failures, per scar-01926, was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The scar encompasses medplast cuffs (item: 60707015600 and lot: z000009357). In addition this complaint is documented. This ie was created to evaluate if further corrective or preventative actions are needed for this type of event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cuff failed during a procedure and there was a delay in procedure due to leakage issue. It was reported it was a new cuff out of the package. Follow up confirmed that air was leaking out of the black tubing connection on the cuff. There was a 10 minute delay under anesthesia to prepare a new cuff. There was no patient harm or injury. No adverse events were reported as a result of this malfunction.